Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The arterial pressure reading was switched to fluid column method. The indication for therapy was a bridge to transplant. There was no reported injury to the patent.

Manufacturer narrative:
Correction: should have contained product return date of 2/21/2018. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. One kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 71.4cm from iab tip. The optical fiber was found to be broken, confirming the reported alarm. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The arterial pressure reading was switched to fluid column method. The indication for therapy was a bridge to transplant. There was no reported injury to the patent.